Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for sars-cov-2, positive for influenza (unclear if a, b or both) when tested on cobas liat. The patient then performed an unspecified "at-home" test which yielded a positive result for sars-cov-2. The initial cobas liat result was reported. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Limited information provided at this time. An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Manufacturer narrative:
Although the root cause is unknown, several factors may have contributed to the discrepancy including different sample collections and when the samples were collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers). No additional data was provided to review the allegation. The sample ID of the alleged sample was not provided to review in the data.